Event description:
On the initial report received on (B)(6) 2025, the consumer stated that the product caused her rash. On the completed customer information request (cir) form received on (B)(6) 2025, the consumer reported that the product caused hives. Consumer was unsure if the issue was with the tape or pad area. The consumer stated that treatment was required. She had an appointment with doctor to review the affected area. The consumer also confirmed that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of (B)(6) 2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Manufacturer narrative:
As of 11/24/2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As of 01/12/2026 unused returned product was submitted to the lab for testing with no defects noted. Fer to section b.6 of this report for further details. The following sections were updated: b6, g6, h2, and h6. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received on october 17, 2025, the consumer stated that the product caused her rash. On the completed customer information request (cir) form received on october 28, 2025, the consumer reported that the product caused hives. Consumer was unsure if the issue was with the tape or pad area. The consumer stated that treatment was required. She had an appointment with doctor to review the affected area. The consumer also confirmed that the symptoms corrected after she stopped using the product.